Event description:
It was reported that during cleaning and sterilization, the customer noted frayed wires at the tip of the suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. Additional observation not reported by site was derailed grip cable. One grip close cable was found to be derailed from the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. Failure analysis concluded that the derailment of the cable was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys could have contributed to the derailment. Additional observation not reported by site was distal pulley damage. Failure analysis also found scratch marks on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.